Manufacturer narrative:
The device history record, manufactured date and expiration date have been provided on september 18, 2017. The device history record (DHR) for the lot number 17677130l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. No device was received for analysis. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Still pending is the manufactured date, expiration date and UDI #. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a smart touch bidirectional sf catheter and there was a problem of interruption of the radiofrequency delivery by temperature. A thrombus was found attached to the tip of the catheter. They removed the thrombus. However, the interruption of the radiofrequency delivery by temperature continued. The catheter was replaced and the issue resolved. No patient consequences were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The temperature issue was assessed as not reportable since the potential that it could cause or contribute to serious injury or death was remote. The thrombus was assessed as a reportable malfunction. The presence of thrombus on the catheter does not represent a serious injury in itself nor the result of device malfunction. However, since thrombus has poor adherence to catheters and transseptal sheaths, it could be a potential source of embolism.